Event description:
Healthcare professional confirmed baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2; a.4; b.3; b.5; d.1; d.2a; d.2b; d.4; h.4; h.6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side ¿rupture/deflation¿ and "contracture of left.¿ device has been explanted and replaced.